Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient from (B)(6) receiving intrathecal baclofen 2000 mcg/ml via an implanted infusion pump. Past medical history included a deep brain stimulator for dystonia. On (B)(6) 2016, the patient started to hear the pump alarming and presented to the emergency department. The pump was interrogated and a motor stall had occurred. There had been no changes in every day routine; no MRI etc. The patient was put on oral medication and was awaiting a pump replacement. The pump was replaced on (B)(6) 2016. The patient's status was alive no injury. Additional information indicated that the patient's medical history included cerebral palsy. The baclofen dose was unknown. The patient experienced drug withdrawal and was given oral medication. It was noted that that patient was not doing anything that she would not normally do. The pump was replaced and the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.